Manufacturer narrative:
(B)(4). (B)(4) technical service contacted the customer and advised the customer to change the drive mechanism. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an as50 in which there is no occlusion alarm when the line is occluded. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.